Event description:
The patient contacted animas alleging that the pump was not power on. The patient reported that prior to the power not powering on the pump was flashing contrast and then powered off. The patient reported that she replaced the pump's battery; however, the issue remained unresolved. At the time of troubleshooting, the patient denied any visible damage to the pump's casing or battery cap. When inspecting the pump, the patient stated there may be a slight "crack" in the keypad (below the ok button). The patient confirmed swimming with the pump the day prior to contacting animas. When the patient inspected the battery compartment, the patient claimed there appeared to be some corrosion. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.